Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 350 mg/dl with confusion and nausea associated with an alleged keypad issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the keypad buttons were under responsive to user presses. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged button/keypad issue.